Event description:
The 4 e-clips used to secure the frame to the legs of the carex bathroom safety rail all broke in 3 pieces at about the same time. I purchased 3 units at the same time and all 12 clips broke allowing the metal section securing the frame to the leg section to fall out resulting in a stability issue with the device. Contacted the maker (compass health) and they said that replacement clips were not available. Reference reports: #mw5118255, #mw5118257.